Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified right common iliac artery. A 10.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during the initial inflation at 8 atmospheres for 20 seconds, the balloon ruptured. The procedure was completed with a different device. There were no patient injuries reported and the patient was in good condition post procedure.